Event description:
It was reported that balloon pinhole occurred. A 6.0 x 40, 75cm mustang¿ balloon catheter was selected; however, a balloon pinhole was noted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).